Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 82315934 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 3x40mm 90cm saber .018 percutaneous transluminal angioplasty (pta) dilatation catheter ruptured at nominal pressure. There was no reported patient injury. Another saber x device was used to complete the procedure. The target vessel was moderately calcified, mildly tortuous, and had 90% stenosis. The device was stored and prepared according to the instructions for use (IFU). There were no difficulties removing the sterile packaging components. The device maintained negative pressure during preparation. The same indeflator was successfully used with other devices. No anomalies were noted while inflating the device with positive pressure. The device was inflated to nominal pressure before the anomaly was noted. Pressure could not be maintained. The device was removed easily from the patient and remained in one piece during removal. The device was discarded at site.